Event description:
The customer contacted physio-control to report that their device unexpectedly powered off during a patient event. Upon powering the device back on, the customer observed that the device's service indicator was illuminated and an event code was logged in the device's memory. The event code logged is indicative of a failure of the device to charge defibrillation energy. As a result, defibrillation therapy may have been unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. Physio-control performed an initial evaluation of the customer's device and verified the event code was logged in the device's memory. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off during a patient event. Upon powering the device back on, the customer observed that the device's service indicator was illuminated and an event code was logged in the device's memory. The event code logged is indicative of a failure of the device to charge defibrillation energy. As a result, defibrillation therapy may have been unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.